Event description:
It was reported that the handheld and wand will work when moving the connections, but a new system was requested. The office was provided a new programming computer and wand. The handheld and wand are expected to be returned for analysis, but have not been received to date.

Event description:
It was reported that the nurse practitioner's handheld charging cable does not stay "tight" in the handheld and is not charging the handheld completely. No additional relevant information has been received to date.

Event description:
The handheld, flashcard and wand were received for analysis. Analysis of the wand was completed on 05/19/2015. No visual or mechanical anomaly was identified with the programming wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the handheld was completed on 05/19/2015. The handheld was received without an ac adapter and serial cable. During the analysis, it was identified that the handheld would not power on using a known good ac adapter. The cause for the anomaly is associated with damaged solder connections associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on 05/19/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.